Manufacturer narrative:
The reported field event of swollen can was confirmed. Premature discharge of battery caused the swollen can. The device was unable to communicate upon receipt. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported a patient presented for a generator change on (B)(6) 2022. After device removal, it was noted the patient's implantable cardioverter defibrillator (ICD) was swollen. Post-procedure the patient was stable.